Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg were clotting. This occurred on 15 occasions during use. The following information was provided by the initial reporter: material no. 363706 batch no. 8313968. It was reported that the samples were clotting. There was a total of 15 incidents. Date of event unknown for 13 incidents, need to verify the lot number. Date of event (B)(6) 2019 for 2 incidents, lot 8313968. Samples for lot 8313968 are available. Patients were all redrawn the same day. Comment type: work performed. Spoke with the customer. She states that the samples are drawn by different phlebotomists and nurses. They use tenderfoot heel lancets, wipe away the first drop of blood, and invert the map tubes 8-12 times. The re-draws are drawn by different people, and they are not observing the clotting issues. I recommended that the original phlebotomists or nurses be observed, since the re-draw personnel are not having the clotting issues. I sent the document for collecting capillary blood for heel sticks for educational purposes.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg were clotting. This occurred on 15 occasions during use. The following information was provided by the initial reporter: material no. 363706, batch no. 8313968. It was reported that the samples were clotting. There was a total of 15 incidents. Date of event unknown for 13 incidents, need to verify the lot number. Date of event (B)(6) 2019 for 2 incidents, lot 8313968. Samples for lot 8313968 are available. Patients were all redrawn the same day. Comment type: work performed. Spoke with the customer. She states that the samples are drawn by different phlebotomists and nurses. They use tenderfoot heel lancets, wipe away the first drop of blood, and invert the map tubes 8-12 times. The re-draws are drawn by different people, and they are not observing the clotting issues. I recommended that the original phlebotomists or nurses be observed, since the re-draw personnel are not having the clotting issues. I sent the document for collecting capillary blood for heel sticks for educational purposes.